Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿error -12v test¿ occurred on the rotaflow console upon startup. The device was replaced with another machine. No harm to any person has been reported. The reported failure ¿error -12 v test¿ could lead to the pump stop therefore, report is required. According to the ssu (sales and service unit) dated on (B)(6) 2026 the repair has been performed by a third party service. The reported failure "-12 v error¿ was previous investigated in getinge life-cycle-engineering (lce) and was caused most probably by a reduced resistance of the capacitor c107 on the flow measure board triggered the fuse f3 on the power supply board. Resulting in either the "-12v error" or the "reference error". Based on the investigation results the reported failure "-12v test¿ could be confirmed. A review of non-conformities was performed on (B)(6) 2026 and during the time from (B)(6) 2022 to (B)(6) 2026 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on (B)(6) 2022. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the error message ¿error -12v test¿ occurred on the rotaflow console upon startup. The device was replaced with another machine. No harm to any person has been reported. The reported failure ¿error -12 v test¿ could lead to the pump stop therefore, report is required. Complaint ID: (B)(4).